Event description:
At about 5 years 2 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12 to 20mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 june 2023. Lot 177383: (B)(4) items manufactured and released on 14-feb-2018. Expiration date: 2023-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.